Event description:
It was reported to boston scientific corporation that an injection gold probe device was used for hemostasis in the gastrointestinal tract. According to the complainant, the physician attempted to advance the needle of the injection gold probe device out of the catheter to inject adrenaline to stop the bleeding, but the needle would not come out of the catheter. When the nurse took the device out of the scope, it seemed the needle had perforated the catheter sheath, and had come out the side of the sheath. The procedure was completed with another device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Reporter alleged obtaining a result of 96 mg/dl on the aviva system compared back to back with a result of 253 mg/dl on a professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.